Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unk. The device was not exposed to moisture. The buttons were not pressed for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.